Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion may have been procedural related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. Following the procedure the patient became hypotensive. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The user stated the effusion likely occurred due to applying too much pressure to the tacticath se catheter. There were no performance issues with any abbott device.